Event description:
It was reported that this male patient's right shoulder was revised approximately 8 months post op due to an infection. Surgeon had to remove hardware about on week prior to operation due to the extreme infection. Patient was last known to be in stable condition following the event. Device is not returning - sent to hospital lab for testing.

Manufacturer narrative:
Section h10: (h3) pending evaluation. D10/d11: concomitant medical products: 320-35-06 - small +10 extended cage baseplate 320-31-40 - small 40 glenosphere. 320-15-05 - reverse locking screw. 320-20-42 - reverse compression locking screw, size 42. 320-20-34 - reverse compression locking screw, size 34. 320-20-22 - reverse compression locking screw, size 22. 320-20-18 - reverse compression locking screw, size 18. 320-10-00 - +0 reverse humeral adaptor tray. 320-20-00 - reverse fixed angle torque defining screw kit. 300-01-13 - equinoxe humeral stem primary press fit 13mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, g3/g4, h4, h6. MDR section codes updated/corrected: b, c, d, e. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. A review of the sterile certificates and/or final endotoxin reports could not be performed because serial number(s) were not provided and the original surgery invoice could not be located from a search of exactech¿s surgery data. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.